Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of polyflux 17l dialyzer had hair inside of the dialyzer. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photos, a hair in the bloodside was found. The hair is clamped between the o-ring and the polyurethane cutting surface. The reported condition was verified and the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.